Event description:
Patient was on a low air loss bed with side rail near the head of the bed up. During sleep, the patient slid off the bed and his head became entrapped between the bed rail and the frame of the bed. The patient's upper front teeth caught on the rail and his buttocks was on the floor. The neck was hyperextended. The side rail was pulled out a little to free the patient from the frame. The patient had a small laceration on the lower lip. No other injuries sustained. Note: the serial number provided is the hillrom number. There is a separate kci serial number which was not immediately recognized.